Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. As of 30-may-2023, a system log review cannot be performed, because the system logs are not available. A review of the event was conducted by an isi medical officer. And the following additional information was provided: a 72-year-old female underwent an ion endoluminal biopsy on (B)(6) 2023. The procedure was completed with no issues or malfunctions. Neurologic deficits were noted, as the patient was recovering from anesthesia. Which included left sided inattention, dysarthria, confusion, power 0/5 in left arm and leg. CT and MRI of the brain confirmed, air embolism with associated evolving infarcts. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. In another multicenter prospective study of 20,986 bronchoscopies, the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). Air embolism is a rare, but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies, and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies, only 1 arterial air embolism was reported (0.00096%). With 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be, due to arterial air embolism. Ae relationship to study device (ion system and/or I&a): not related. Ae relationship to study procedure: probably related.

Event description:
This is an ion biopsy UK clinical trial study: the patient underwent an ion endoluminal lung biopsy procedure on (B)(6) 2023 for a left, spiculated lung nodule, measuring 2.6 cm in diameter. A 23g flexision biopsy needle and 3rd party cook captura forceps were used during the biopsy process. The procedure was completed with no reported malfunctions. After the procedure, on waking up from general anesthesia, the patient was noted to have new left sided weakness, inattention, dysarthria, confusion, and power 0/5 in the left arm and leg. As a stroke was suspected, the patient underwent an urgent computerized tomography (CT) imaging of the brain and aortic arch. As well as an echo (echocardiogram) of the heart. The echo was reviewed by a cardiology team, which showed no regional wall abnormalities. There were no changes on the patient`s electrocardiogram (ECG) as well. The patient was transferred to the stroke unit for further management. She had seizures and required transfer to the intensive care unit for further management on (B)(6) 2023. She was extubated the following day. The physician`s initial possible diagnoses included air embolism and alternative diagnoses, included encephalopathy and carcinoid syndrome. She had further brain imaging and neurological review. She is being managed as having an air embolism. Per the physician, there are ongoing deficits in the patient with some improvement such as reduced confusion and some movement in the left leg. The adverse event is ongoing. Investigator assessment: ae relationship to the pulmonary nodule biopsy procedure: probable. Ae relationship to patient¿s underlying disease status: possible. Ae relationship to investigational device: possible. Ae relationship to third-party tools: possible.

Event description:
Refer to h10/h11 for follow-up information.